Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture date: electrode belt: 11/01/2012; monitor: 10/06/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on the morning of (B)(6) 2019 while wearing the lifevest. The patient was unconscious and with his girlfriend at the time of passing. Per review of the download data, the patient's rhythm transitioned to sinus bradycardia at 20 bpm, degrading to asystole at 03:52:15. The lifevest delivered four inappropriate treatment shocks between 03:52:51 and 03:58:59 am while the patient was in asystole. The post shock rhythm after the fourth treatment shock was an idioventricular rhythm at 35 bpm degrading to asystole with tactile/motion artifact. Oversensing of the low-amplitude cardiac signal and the intermittent cardiac activity contributed to the false detections. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.